Event description:
It was reported that four weeks post implant, the pulse generator displayed an estimated remaining longevity of two years. The battery measurements were 2.76 v, less than 1 kohms, a magnet rate of 98.5 pulses per minute, and an excessive current drain of 53 microamps. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was rceived. Hospital final analysis found the reported high current drain was due to an anomalous integrated circuit. After the integrated circuit was replaced, normal current drain was measured.